Manufacturer narrative:
Device history review was not completed because a lot number was not provided. The actual customer sample was not returned for evaluation; therefore, a root cause could not be determined. We will continue to monitor trends for this product.

Event description:
Customer reported that when the infant heel warmer was squeezed to activate, it burst and squirted out all over rn¿s gloved hands. The contents were washed off and no injury or adverse effect reported. No demographics provided.